Manufacturer narrative:
H3 other text : suspect product was discarded.

Event description:
On 26jan2024, an ophthalmologist reported a patient (pt) in switzerland presented with contact lens (cl) associated keratitis after wearing acuvue oasys®1 day with hydraluxe¿ technology brand contact lenses. The patient's symptoms (not provided) began when first wearing the brand starting in (B)(6) 2023 and continued "at the beginning of january. The patient has worn cls "for years, but from a different company" with which the patient had unspecified ¿problems.¿ on 30jan2024, the ophthalmologist provided additional information. The patient experienced strong light sensitivity with pain after wearing the cls in both eyes (ou). The symptoms started on (B)(6) 2023, but the patient was seen initially on (B)(6) 2023. The patient was seen again for follow-up on (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023. The patient was diagnosed with "suspected infection" with superficial punctate keratitis (spk) in ou. The patient was advised to stop wearing lenses and was prescribed floxal ampules without preservatives. The patient was instructed to use 1 ampule per hour for 24 hours in the left eye (os) and 1 ampule 5 times per day in the right eye (od) for 2 days. The patient was then instructed to use 1 ampule per hour only in the daytime for os and discontinue treatment for the od on (B)(6) 2023. The patient was then instructed to reduce treatment to 4 times per day and add floxal ointment 1 - 2 times per night on (B)(6) 2023, only for the os, continue for the next 2 days and then stop the treatment on (B)(6) 2023. The patient rescheduled the next follow-up appointment for (B)(6) 2024, due to holiday. The patient denied sleeping, bathing, and showering while wearing cls. The patient was advised to continue not wearing lenses. The patient retuned for follow-up on (B)(6) 2024 with strong light sensitivity and pain ou after wearing cls again. The patient was seen again for follow-up on (B)(6) 2024. The diagnosis provided was "suspected infection" with spk and stromal opacification in ou. The patient was "ordered to stop wearing lenses again." The patient used several cls while on holiday as the patient stated the eye care professional (ecp) told the patient "if the eyes are fine now then the patient can start wearing lenses again." Floxal ampules without preservatives were prescribed. The patient was instructed to use 1 ampule per hour for 24 hours in ou on (B)(6) 2024, 1 ampule per hour only in the daytime for ou and floxal ointment 1 - 2 times per night on (B)(6) 2024, 1 ampule per hour in the daytime for od and 6 times per day for os on (B)(6) 2024, 1 ampule per hour in the daytime for od and 4 times per day for os on (B)(6) 2024, 1 ampule 4 times a day for od and stop for os on (B)(6) 2024. The patient was then instructed to discontinue floxal ampules and add tobradex 1 drop 3 times per day in ou (duration not provided). The patient "still has corneal scars but these become lighter and better." The patient was advised to stop wearing lenses. The patient has a follow-up scheduled for (B)(6) 2024. On 09feb2024, an additional attempt was made to contact the ophthalmologist for additional medical information with no success. On (B)(6) 2024, the patient provided additional information. All symptoms have resolved and the patient is allowed to wear cls. Corneal scars are present in ou (location and size unknown). The last follow-up appointment was (B)(6) 2024. The patient applied tobradex tid until (B)(6) 2024 and is no longer using the medication. An attempt was made to the patient for additional medical information on 19feb2024 with no success. No additional medical information has been received. This report is for the patient 's right eye (od) event. The report for the patient 's left eye (os) event will be provided in a separate submission. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 6341300111 was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.